Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a fractured and kinked mid shaft hypotube lasercut. A crystallised and clear substance was noted on the mid-shaft region of the device on the distal side of the fracture site, the substance was along a section of mid-shaft but on one side of the shaft based on the appearance and the shape of the substance it appeared as it the device had been sitting in a liquid/substance and it had dried onto the shaft it appeared to be a procedural substance such as dried media or a saline solution. When touched the substance crumbled and came off the shaft. Droplets of 37c water were dropped onto the substance and after 5 minutes the water was removed (soaked up using a wipe without touching the shaft) and it was found that the substance was no longer on the shaft confirming it was a water soluble substance and therefore most likely a procedural substance such as dried media or a saline solution which had dried onto the device post procedure. Removal of this substance allowed the fracture site to be seen more clearly. The mid shaft extrusion appeared to have been punctured and partially broken by a fractured and the lasercut portion was kinked at the mid-shaft but was still held together. The lasercut portion appeared to be fractured but was still held together by the corewire within. A visual examination of the shaft polymer extrusion found a shaft polymer extrusion kink 16cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-jul-2020. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75x48mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device could not pass through the angle due to resistance. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube fractured.